Event description:
It was reported that the at home monitoring system, for this patient showed a red blinking light. It was determined that the red light was a result of an out of range shock lead impedance (sli) measurement. Sli trend data shows that the right ventricular (rv) lead has intermittently gone out of range. The health care professional was alerted. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.